Event description:
It was reported that grey/black dots and foreign matter were noticed in the packets of safe-t-centesis 8fr. The incident occurred prior to use. No patient has been involved. During the follow up response, it was further reported that the report of grey/black dots and foreign matter has been made as some packets have 1 black dot inside the packet and some have grey dots. The nature of these particles is unknown, so they have been classified as foreign matter.

Manufacturer narrative:
H11: four photos and one safe-t-centesis 8fr kit were provided to our quality team for investigation. During visual inspection, multiple foreign particles were observed inside the packaging, including black and gray dots. Most of these particles appeared embedded in the tray of the kit, which suggests a defect related to the supplier, as this component is externally sourced. Based on the visual inspection performed, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001572483 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. It is thought the probable root cause is traced to material, more specifically to component failure, since the component is purchased from a supplier. The component is not physically nor chemically changed in the dr facility; it is only manually placed in the procedure pack. Therefore, the probable root cause is related to the supplier. A formal investigation was opened to further investigate these defects. The complaint has been logged in the complaint management system and will be monitored through tracking, trending, and quality data analysis for potential future occurrences. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: a lot number was provided; the device history records are currently under review. The device is pending return. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. B3 (date of event) the actual date of event is unknown. The date received by manufacturer (awareness date) was entered into the date of event field. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that grey/black dots and foreign matter were noticed in the packets of safe-t-centesis 8fr. The incident occurred prior to use. No patient has been involved. During the follow up response, it was further reported that the report of grey/black dots and foreign matter has been made as some packets have 1 black dot inside the packet and some have grey dots. The nature of these particles is unknown, so they have been classified as foreign matter.